Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported by the patient that he receives an alarm. In troubleshooting it was found that blockage is located at the site. No further information was available.